Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed communication fault alarms; however, a specific cause for this event could not be conclusively determined through this evaluation. It was reported that the patient had a driveline communication fault at the hospital. The alarm sounded when the patient moved to the wheelchair. When a medical engineer checked the pocket controller display, a driveline communication fault was displayed. It was recommended that the facility clear the fault and reproduce the event again. After clearing the fault, they could not reproduce the alarm. The patient remained asymptomatic. The controller event log file contained data from on (B)(6) 2019. At 11:00:28 am on (B)(6) 2019, a driveline communication fault flag was active (comm a). The fault lasted for a second and cleared. At 11:00:49 am, another communication fault flag was active, which resulted in an alarm 10 seconds later. The alarm was active until the end of the file, lasting for approximately 46 minutes. Despite the observed event, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The account later communicated that the modular cable and controller were not replaced. It was a single incident and has not occurred since. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The hm3 lvas IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also lists examples of emergencies and what actions to take in the event one occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient recorded a drive line communication fault at the hospital at 11:00am on (B)(6) 2019. This alarm sounded when the patient moved to the wheelchair. When a medical engineer checked the pocket controller display, a driveline communication fault was displayed. We recommended the facility to have the drive line communication fault cleared and reproducibility checked. After clearing the drive line communication fault, reproducibility could not be confirmed. The patient had no symptoms during this event. Upon analysis of the log file, the drive line fault alarm is believed to be true. If the drive line fault alarm re-occurs, it was noted that a modular cable replacement and/or controller replacement may be required. No further information was provided.